Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed high battery impedance.

Event description:
It was reported that the device experienced premature battery depletion. The device was removed and replaced. No patient complications were reported as a result of this event.